Event description:
A malfunction alarm was reported with the code malf 12. There was no reported impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, which resolved the issue, and was advised to continue using the pump and contact support if any malfunctions recur.